Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a tear or scratch along the edge of the bag. Functional leak testing was performed and revealed a slow dripping leak at the edge of the bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking. This occurred prior to use. There was no patient involvement. No additional information is available.